Event description:
A lifecor patient services representative (psr) called lifecor customer support to report that she was trying to baseline the patient, but the electrode belt is giving a flat line on both channels. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt (B) (4) was found to have a short circuit in the ECG c. The +5volt lined was shorted to ground. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unknown, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.